Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set up joint (suj) proximal cable to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system error 23072 was occurred on arm2 with vision side cart (vsc) and patient side cart (psc). This error was not resolved by power cycle the system. There was no report of patient involvement.